Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard winged unit from lot number 2192122. Additionally, 8 photos were provided. Through the visual inspection, media was present in the device and the needle was partially retracted but the tip of the needle was still sticking out. The needle was placed back into its initial position to try to replicate the report. The needle displayed a delay during retraction and continued to stop in the same location with the needle slightly sticking out. The reported issue was confirmed. Further microscopic analysis discovered that there was some damage to the needle hub that was interfering with the coils and with the retraction process. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a machine misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle partially retracted. The following information was provided by the initial reporter: this is a report about incomplete retraction of the needle. According to the customer's report, after catheter placement, the hcp activated the safety mechanism,but the needle stopped with its tip slightly protruding (approximately 1cm ) outside the safety barrel. The needle was not retracted completely.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle partially retracted. The following information was provided by the initial reporter: this is a report about incomplete retraction of the needle. According to the customer's report, after catheter placement, the hcp activated the safety mechanism,but the needle stopped with its tip slightly protruding (approximately 1cm ) outside the safety barrel. The needle was not retracted completely.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.